Event description:
(B)(4) - the dealer reported that the gbed-50ivc bed drive shaft was slipping off when weight was shifted, and the head section was not raising. There was no patient injury reported.